Event description:
The customer reported a leak in the pilot balloon of the tracheostomy tube. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure, investigation was requested.